Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) number and other product specific information. If additional details become available, a supplemental report will be submitted. The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation of mechanical issue cannot be confirmed. Additionally, a batch number was not provided, therefore a DHR cannot be performed. The patient allegation of disfigurement is a known risk associated with this device type procedure and it is noted as such as in the instructions for use.

Event description:
It was reported that a patient with inflatable penile prosthesis (ipp) presented a curvature. A replacement surgery was performed, during which the physician explanted and replaced the device. There were no further patient complications.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) number and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that a patient with inflatable penile prosthesis (ipp) presented a curvature. A replacement surgery was performed, during which the physician explanted and replaced the device. There were no further patient complications.